Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed, and visual summary analysis of the lead indicated stretching. The distal lv (low voltage) electrode of the lead was covered in blood, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead was repositioned several times and eventually it would not retract. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.